Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: there was no damage found to the keypad. The contrast keypad button was found to be intermittently responsive; the contrast button has no affect on insulin delivery function. All other keypad buttons responded to button presses as expected. The keypad cover was removed; contamination was found under the up/down arrow and contrast key contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. A new test screen was inserted and the display screen illuminated to normal contrast. Also unrelated to the complaint, the battery compartment was found to be cracked,which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up, down, and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).